Manufacturer narrative:
As we received an email time-stamped saturday, july 6, 2024 1:27 am at our end from mr. (B)(6), MDR data systems team, to inform us of the discrepancies in the device identification fields of our submitted electronic equivalent of the FDA form 3500a when compared with the information in the gudid. Although asahi gladius14 is currently us marketed, the subject model is sold only outside the us. After comparing the information in the previous submitted MDR with that of asahi gladius14 in the corresponding fields in the gudid, we determined to submit this supplemental report. The changes we intend to make are as follows: brand name - from gladius 14 to asahi gladius14. Manufacturer name, city, and state - from asahi intecc co., ltd. To asahi intecc co., ltd. Model # - from no entry to pp14r300pr. Catalog # - from pp14r300pr to no entry. Contact office - (B)(6). Device manufacture date - from 26-7-2023 to no entry.

Event description:
It was reported that a percutaneous peripheral intervention (ppi) was performed for a heavily calcified chronic total occlusion (cto) in the posterior tibial artery (pta). When an asahi gladius 14 guide wire was being manipulated with an asahi caravel microcatheter in the lesion, the guide wire got stuck with the cto. When the two devices were removed, the distal segment of the gladius 14 guide wire was found detached. The separated distal segment was removed from the patient anatomy. The procedure was continued and completed by a plain old balloon angioplasty (poba) with reestablished blood flow. It was informed that there were no patient health hazards associated with the reported case, and the patient was doing fine after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. The reported gladius 14 and the separated distal segment were returned for investigation. The outer coil and the polymer jacket of the returned gladius 14 were found twisted and torn at approximately 44mm distal to the proximal solder that was originally located at 110mm from the tip. The fractured core wire was exposed at approximately 46mm distal to the proximal solder. The separated distal segment of the gladius 14 guide wire was approximately 64mm long and found bent. The polymer jacket of the proximal side of the gladius 14 was removed for observation. Microscopic observation found that the distal fracture end of the outer coil was twisted and had a flat fracture surface, indicating that the outer coil was fractured due to torsion generated most likely when the outer coil was pulled and straightened. The polymer jacket of the separated distal segment was also removed for observation. Microscopic observation found that the outer coil was fractured at approximately 3mm proximal to the proximal mid solder originally located at 60mm from the tip. As seen on the proximal side, the fracture end of the outer coil was twisted and had a flat fracture surface. Then, the outer coil was unwound to expose the core fracture end. The core was found fractured at approximately 2mm proximal to the proximal mid solder. The fracture end of the core had an uneven fracture surface. Observation by scanning electron microscope (sem) of the core wire fracture ends of the proximal side and separated distal segment of the gladius 14 guide wire found that the fracture ends on both sides had uneven fracture surfaces and circumferential cracks, suggesting that repeated bending stress had contributed to the fracture. Measurement of the returned guide wire and resemblance of the fracture ends confirmed that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that repeated bending stress most likely generated with pushing and pulling of the gladius 14 guide wire while its tip was caught by the cto might have been accumulated on the device. When the accumulated stress exceeded the product design limit, it made the core wire to fracture. As tensile stress with wire removal was applied, the outer coil was elongated and torn with the polymer jacket, separating the distal segment of the guide wire. It was concluded that this event was not attributed product quality; however, it was unable to completely rule out the potentiality that some wire fragments might be left in the patient anatomy should a similar event recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] - observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. - never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. - if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] - separation of the guide wire.